Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the blade of the morcellator would not retract.